Event description:
It was reported that during a total gastrectomy, the device could not be removed at first firing. The device was removed after two rotating turns and a competing product was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.